Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device has problems with pressure and motor inflow. Since the device was not returned to us, an investigation could not be performed on the complaint device and the reported event cannot be confirmed. A most likely cause is attributed to wear and tear considering the age of the device.

Event description:
It was reported that the device has problems with pressure and motor inflow. There was no harm or adverse event for patient, operator or third party reported. No further information received.